Event description:
It was reported that the o2 concentration reached 100%. No more information provided. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). It was reported that the o2 concentration reached 100%. The reported event could be duplicated and was solved by replacing the o2 cell. The ventilator passed all functional and safety tests. After replacement, the ventilator passed all functional, safety, and electrical tests to factory specification. The ventilator was cleared for clinical use and returned to customer. O2 cell/sensor used only for measuring and will not affect ventilation. No device logs were received and the replaced o2 sensor was not returned for investigation, therefor the root cause for the reported problem could not be determined.